Manufacturer narrative:
An event regarding a size/fit issue involving a exeter v40(tm) ret. Trial head and an exter head was reported. The event was not confirmed. The product was not returned however an image of the product was provided. The device has bodily fluid on the outer surface following attempted implantation. The device was otherwise visually unremarkable. There were no medical records provided for review by a clinical consultant. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
The customer reported that the surgeon was undertaking an acetabular revision with a plan to leave the stem in situ and replace only the head. The surgeon left the stem in situ as planned and then trialled with the trial head. He noted that the head did not fully cover the taper but had a snug fit. He was pleased with the reduction and opted to use the 32 std head as per the trial. However when he placed the definitive implant on the stem, it appeared different to the trial head, it covered the taper completely. After impacting and reducing the hip again he said that the reduction was not the same and then opted to use a longer neck (32mm +5mm). After impacting the +5mm head he was pleased with the reduction but asked to investigate why the trial head did not appear to be the same as the implant. The stryker sales rep and the customer then checked all the trial heads and they were the right number, all looked like they had the same non-v40 taper.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The customer reported that the surgeon was undertaking an acetabular revision with a plan to leave the stem in situ and replace only the head. The surgeon left the stem in situ as planned and then trialed with the trial head. He noted that the head did not fully cover the taper but had a snug fit. He was pleased with the reduction and opted to use the 32 std head as per the trial. However when he placed the definitive implant on the stem, it appeared different to the trial head, it covered the taper completely. After impacting and reducing the hip again he said that the reduction was not the same and then opted to use a longer neck (32mm +5mm). After impacting the +5mm head he was pleased with the reduction but asked to investigate why the trial head did not appear to be the same as the implant. The stryker sales rep and the customer then checked all the trial heads and they were the right number, all looked like they had the same non-v40 taper.